Event description:
The 840 ventilator stopped cycling while in use on a patient. The unit alarmed as expected and there was no patient harm or injury reported. The nellcor puritan bennett customer support engineer (cse) inspected the device and found a kinked tube leading the inspiratory solenoid. It is unknown how the tubing became kinked. The solenoid was replaced and the unit passed extended self testing.